Event description:
It was reported that the pt experienced an undesirable change in stimulation with numbness in the left occipital region. X-rays were taken, no results were reported. A revision of the stimulation system was performed, no details were reported. The pt recovered without sequela.

Manufacturer narrative:
(B) (4).